Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that the device was displaying a speaker malfunction inop. There was no sound. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. The reported problem was not confirmed. Although the speaker was confirmed to be functioning per specification during testing, it was indicated that there was a speaker malfunction error and no sound. The speaker has been replaced per current process. The device was operational after repairs were completed.